Manufacturer narrative:
The device was received for investigation. A visual inspection found no external damage and the tamper seal was not removed or broken. The reported event of error lec 1320 displayed was confirmed. It is likely the error occurred due to defective main board. The main board was replaced as preventive action. Product is beyond 7 years from manufacture date of (B)(6) 2015 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. No product information has been provided to date.

Event description:
It was reported that during the pre-use check, message of error message 1230 was displayed on the screen. No patient injury was reported.